Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: surgical versus percutaneous closure of post-infarction ventricular septal rupture.

Event description:
The article, "surgical versus percutaneous closure of post-infarction ventricular septal rupture; review of literature and single-center experience", was reviewed. The article presented a retrospective, single center study experience in the presentation, management, and outcomes of acute myocardial infarction (ami) patients complicated by post-infarction ventricular septal rupture (pivsr). Devices included in the study were amplatzer septal occluder, lifetech konar multifunctional occluder (mfo), and amplatzer muscular ventricular septal defect (vsd) occluder. The article concluded that pivsr still carries a grave prognosis. Early surgical or percutaneous intervention seems associated with higher mortality, while upfront insertion of iabp for a safe deferral of repair beyond the acute phase may lead to better outcomes. Larger randomized studies are required to dictate the best management. [The primary and corresponding author was hossameldin hussein, department of cardiology, kasr al-ainy faculty of medicine, cairo university, kasr al-ainy street, cairo, egypt, with corresponding email: hossameldin.hussein.24@gmail.com]. The time frame of the study was from april 2015 to april 2023. A total of 32 patients were included in the study where 9 underwent percutaneous closure, of which 7 received an abbott device. The average age was 65 years and the gender ratio was evenly distributed (16 out of 32 were female). Comorbidities included diabetes mellitus, systemic hypertension, dyslipidemia, smoking, family history of coronary artery disease, myocardial infraction, mitral regurgitation, right ventricular dysfunction, ventricular septal rupture, and single/multi vessel disease.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, systemic hypertension, dyslipidemia, smoking, family history of coronary artery disease, myocardial infraction, mitral regurgitation, right ventricular dysfunction, ventricular septal rupture, and single/multi vessel disease. Complications reported included procedural mortality, 30-day mortality, in-hospital mortality, surgical intervention (explant), unexpected medical intervention (dialysis), cardiogenic shock, atrial fibrillation, ventricular arrhythmia, heart block, renal failure, bleeding, sepsis, ventricular fibrillation/tachycardia, device migration, deformation, residual shunt. The reported IFU deviation was associated with implanting amplatzer septal occluder that did not reconfigure to its original shape. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: date of death is estimated. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature: surgical versus percutaneous closure of post-infarction ventricular septal rupture.